Manufacturer narrative:
Additional information was received that lead malfunction was suspected due to the high impedances. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's lead displayed high impedances. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's lead displayed high impedances. The patient will undergo a lead replacement procedure.